Event description:
It was reported was reported that the patient presented during implant procedure. During procedure, it was noted the right ventricular lead exhibited high pacing impedance. The reported lead was not installed, and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray did not identify any anomalies.